Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a veterinary tibial plateau leveling osteotomy (tplo) surgical procedure, it was observed that the attachment device loosened continuously. According to the report, the device had to be tightened manually on an ongoing basis throughout the surgery. It was further reported that the procedure was completed successfully. There were no delays to the surgical procedure. It was unknown if a spare device was available for use. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.